Manufacturer narrative:
E1 reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient passed away. The customer requested a download of the log files so an analysis can be performed to assess what happened around the patient's death on (B)(6) 2025. The customer contact did not report any defects or a device malfunction. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Product has changed to the 865351 telemetry product. 510k is updated. D1. Product brand name is updated. D2.a. Common device name is updated. D4. Model number is updated. D4. Catalog# is updated. D4. Serial number is updated. D4. Product UDI is updated. H4. Manufacture date is updated. A philips remote service engineer (rse) spoke with the customer. Logs were reviewed. The bed label is ward (B)(6). Since no data on tele3 for the time period of the event was present in the logs, it appears that the patient was not actually connected to the monitor at the time of the death. A philips field service engineer (fse) and clinical applications specialist (cas) went onsite to further investigate the issue. The customer indicated that the system was relocated to another ward when it developed some issues. The customer biomed was notified that an incident had occurred. Upon review of the audit trail with cas who happened to be onsite, a battery low alarm was noted. As there were no additional log entries, it appeared that the batteries had completely depleted. This explains the loss of connection. Staff and not noticed the alarm and had not changed the batteries. The staff reported that batteries were only lasting some 3-4 hours and of dropouts when the system was in ¿heavy¿ use. The biomed advised the hospital staff to use a better-quality battery to assist with the battery duration. This was implemented prior to the fse and cas onsite visit. A device malfunction is not confirmed.